Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics also, unable to perform idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test due to blank display. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump had fluid under the display. The insulin pump had been dropped in water. It was advised that the customer disconnect from the insulin pump and revert to a back up plan. The insulin pump will be replaced and returned for analysis.